Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus representative (rep) reported that during a demonstration, the evis exera iii xenon light source was presenting an error code and not powering up. Additional details relating to the potential patient and event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received stating the event occurred before procedure when the device was switched on.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause could not be identified since no further information could be obtained. Olympus will continue to monitor field performance for this device.